Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the report indicated cellulite's removed implants due to bacteria, fever and throwing up, when the implants removed the pressure went down don't know if it was the medication antibiotics or removal. The implants removed without replacement on (B)(6) 2019. This report is for the right side.